Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had insulation damage; the lead appeared "bent" on a x-ray and pacing (capture) failed, even at maximum output. The lead was inactivated, and the physician will continue to assess the patient and if heart failure worsens, then a lead replacement will be scheduled. No patient complications have been reported as a result of this event.